Manufacturer narrative:
Patient city: (B)(6). Patient country: turkey.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient experienced high blood glucose level event on (B)(6) 2026. The patient's blood glucose level was treated with insulin pen shot. No further information available.